Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the monitor froze during intubation. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope core 15-inch monitor was returned to verathon for evaluation along with the glidescope core smart cable used with the monitor during the reported event. A verathon technical service representative (tsr) evaluated the monitor but was unable to confirm the reported image freezing. When connected to known, good, test verathon equipment, the video image was normal. The glidescope core 15-inch monitor passed verathon's device functionality testing. Next, the tsr evaluated the returned glidescope core smart cable but was unable to confirm the reported image issue. When connected to known, good, test verathon equipment, the video image was normal. The glidescope core smart cable passed verathon's device functionality testing. Upon completion of the evaluation, the monitor was returned to the customer. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.